Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-35956 related manufacturer report number: 2017865-2023-35957 related manufacturer report number: 2017865-2023-35958 it was reported that the patient presented to the hospital with redness and swelling due to infection at the device site. The implantable cardiac defibrillator (ICD) was eroded. The ICD, atrial lead, right ventricular lead and the left ventricular lead were explanted. The patient was in stable condition.